Event description:
It was reported approximately two weeks post implant that the right ventricular (rv) lead became dislodged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.